Event description:
The following was reported: on (B)(6) 2025, the patient presented to the (B)(6) at the hospital due to an ectopic pregnancy. At 19:50, a laparoscopic left salpingectomy for ectopic pregnancy was performed as per medical orders. While cleaning the instruments after the procedure, it was discovered that the cold light source had burned a hole through the surgical drape and caused a burn on the patient's thigh (resulting in a 1 cm blister). Investigation confirmed that the injury was caused by heat generated from the cold light source. Moist burn ointment was applied immediately. The ward nurses were instructed to closely monitor the skin condition and report any abnormalities to the doctor promptly.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).